Manufacturer narrative:
B5: additional event information recieved.

Event description:
Additional information received from the complainant reporting the md attempted repositioning pump under echo-guidance at bedside after patient developed suction alarms in ICU. Md reported patient had small lv cavity. Resolution of suction and improved flows occurred after slightly pulling pump back. Md elected to leave in this position despite pump measuring more shallow than IFU recommendations.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65 year-old male patient, presented very late with cardiogenic shock. Patient shocked and resuscitated for out of hospital cardiac arrest. Upon hospital arrival, impella cp placed for left ventricle support via right femoral artery. Low pulsatility alarm present, and pump repositioned. Day 2, pump explanted, and patient transferred for advanced care. Impella to be coded to pump repositioning.

Manufacturer narrative:
The investigation for the delivery issue has been completed. No product returned.the cause of the deliver issue was determined to be patient condition as the patient had small lv cavity and small aortic arch/ventricle preventing successful delivery of impella.